Event description:
Technician alleged that bed had no trendelenburg function. No patient impact.

Manufacturer narrative:
The technician replaced the logic and power control board to resolve the issue.